Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: chest pain requiring hospitalization and medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the patient experienced chest pain for four days and was then hospitalized. Percutaneous coronary intervention was performed and the chest pain resolved. No additional event or patient information is available.